Event description:
It was reported that the customer has been hospitalized several times with low bgs. Customer was connected on different pump and low bgs have stopped. The nurse checked all settings and downloaded pump info and nothing wrong was found. A replacement pump was requested.